Event description:
The lifescan (lfs) sales rep contacted lfs (B)(4) on (B)(6) 2011, alleging an error 4 message on the physician's one touch verio pro meter. This was the first time the product was being used. The sales rep was unable/unwilling to verify whether anyone exhibited any symptoms using the subject meter. The sales rep was unable to answer any of the troubleshooting questions. The product was replaced and requested back. The product was replaced. There is no indication that a patient suffered a serious injury. The complaint is being reported since the alleged issue was not resolved via troubleshooting.

Manufacturer narrative:
The products were replaced and requested back for investigation. The meter was returned on (B)(4) 2011 and the test strips were returned on (B)(4) 2011. The meter was tested and it was noted that the subject meter passed testing. Test strips were tested and it was noted during testing it confirmed the allegation of the error 4 message. The subject test strips failed testing.